Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Baxter technical support contacted the account three times trying to obtain the resolution for this alleged issue. The account confirmed the table was repaired by the biomed, but they were unable to identify what action was taken to resolve the alleged issue. Similarly, no log files were provided to understand the scenario why the table allegedly could not be moved out of the trendelenburg. Therefore and based on this information, no further action is required.

Event description:
The customer reported they were unable to move the trumpf table out of trendelenburg. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the operating table trust system 7000. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported they were unable to move the trumpf table out of trendelenburg. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).